Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as fluid filled blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended using alcohol for the skin irritation and the blisters have dried up. Follow up indicated that the skin irritation improved.